Event description:
It was reported that this right ventricular (rv) lead delivered an inappropriate shock due to noise. The physician elected to reduce the sensitivity to a minimum. Subsequently it was noted that the system was deactivated due to ongoing inappropriate shocks due to noise. The system will not be explanted. No additional adverse patient effects were reported.